Event description:
It was reported that using a femoral artery access approach during a femoral artery procedure the hi-torque connect guide wire was successfully used two times through a non-abbott support catheter, however, after the third attempted usage the guide wire coating was noted to be peeling. There was no reported adverse pt effect. There was no reported clinically significant delay in the procedure. No additional info was provided.